Event description:
The home patient (hp) was reusing the same supplies from the previous night. The technical service representative (tsr) explained that baxter recommends starting over with new supplies for every night. The cg stated that the rn told her to use the same supplies since they were out of town. The tsr recommended the cg contact the rn just make sure she would like her to use the same supplies. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint is for a report of an use error. Patient reused supplies from a previous therapy. There was no allegation of device malfunction reported by the customer; therefore, the sample was not requested for evaluation and a batch review was not conducted. Label review was performed and the review found the labeling adequate for the related use error in the report. The assignable cause for the reported problem was use error.